Event description:
The customer reported that during a knee surgery, the first screw disintegrated during tightening. Another screw was used and this second screw got blocked on the screwdriver. No adverse consequences reported for the patient, but there was a delay and the surgeon was disturbed by this event.

Manufacturer narrative:
Suspected root cause: based on the limited amount of information received: use of damage or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft / screw / tunnel not appropriately sized. Insertion over a bent guidewire.